Manufacturer narrative:
Zimmer biomet complaint (B)(4). Item brand name unknown. Device product code unknown. Device catalog and lot number not provided/ unknown.

Event description:
It was reported that the abutment screw fractured. As a result, the implant was removed from site 19.

Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) and one (1) unknown fractured abutment screw were returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified a piece of the fractured screw is stuck in the implant. It was noted the implant has what appears to be human bone attached to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 19 (universal) and was used for approximately 1 year 7 months. The customer did not provide any pictures or x-rays. Appropriate documents were reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number could not be conducted for the unk abutment screw as no device information was provided. However, a complaint history review was conducted for mhlas screws, the most common zimmer screw, dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the similar device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screw. The following sections have been updated: g7: checked "follow-up" h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.